Manufacturer narrative:
Date sent: 9/28/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the mollette which makes it possible to position knife wedges failed. No reported pt consequence.